Manufacturer narrative:
Exemption number: (B)(4). (B)(6) is submitting the report on behalf of berlin heart (B)(4) (MFR). MFR of the drive line evaluated the drive line and confirmed the leak. Visual evaluation of the drive line under 10 x magnifications, manufacture confirmed that drive line was broken at the tubing connection. Review of the lot history record for this lot and the mfg process, did not now show any discrepancy or any problem related to mfg process. Unable to determine the cause of the tube breakage. It was reported the pt was "extremely active", therefore, it cannot exclude that drive line was subject to heightened external forces. Imp # (B)(4).

Event description:
Site called ca and described a hissing sound coming from the connection of the blood pump to the drive line. It was recommended to change the drive line. Ca guided the site through the proper procedure to exchange the drive line. The procedure took only a few seconds with no hemodynamic compromise of the pt. No changes in the pump function or pt hemodynamics were seen during this event. The driver alarmed several times with "please check drive line". This is a fairly common alarm with this pt due to the very active nature of this pt.